Event description:
Patient was revised to address infection. The patella and femoral were loose at the cement to bone interface.

Manufacturer narrative:
No product was returned. Review of the device history records and testing of retained samples did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported cement/bone loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.